Event description:
A sample tube was dropped by a decapper attached to an advia labcell automation system, prior to sampling by the instrument. The tube content splashed, but no injury or exposure was reported. There are no reports of patient intervention or adverse health consequences due to the dropped tube.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse observed that the decapper was not operating properly due to the tube gripper fingers being covered in serum. The cse cleaned the area and performed sensor harness cable replacement maintenance. The cause of the dropped tube is dirty gripper fingers. The instrument is performing according to specifications. No further evaluation of the device is required.